Event description:
After the needle was advanced into the footplate, while the footplate was open in the artery, the needle would not fully deploy. The footplate would not fully retract which locked the device in place within the artery.